Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, batch record review, a review of labeling, and accuracy testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. A study was performed to evaluate the assay's performance: an internal troponin-I panel was tested with reagent lot 84115un13. The troponin-I panel is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a false positive architect stat troponin-I result for one patient. The following data was provided: sid (B)(6) initial = 3.2 ng/l, repeat 164.3 and 34.0 ng/l. Customer uses a medical cut-off of 50 ng/l as indicator of cardiac event. There was no impact to patient management reported. The suspicion for the discrepant result is sample integrity related. The initial sample was in a serum tube, it should have been allowed to fully clot for 30 minutes from draw prior to centrifugation, but as sample taken at 00:45 and result was generated at 01:22 the 30 minutes ?clotting? Period was still occurring whilst the sample was being analyzed on the architect. The full timeframe details for the second sample are unknown, but the customer suspects that it was allowed to clot fully.